Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:320122 batch no: 9226277 consumer reported bent pen needles from current box. Exact amount unknown. Stated after she attaches some of the pen needles to her insulin pen, she is finding needles that are slightly bent. Stated she also had a needle clog during an injection about a week ago. Advised consumer to always check both the pe and npe of the pen needles to enure needle is straight prior to injections. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no:320122 batch no: 9226277. Consumer reported bent pen needles from current box. Exact amount unknown. Stated after she attaches some of the pen needles to her insulin pen, she is finding needles that are slightly bent. Stated she also had a needle clog during an injection about a week ago. Advised consumer to always check both the pe and npe of the pen needles to enure needle is straight prior to injections. Date of event: unknown.